Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead. The devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg had an error code that was causing loss of coverage, frequent and difficulty charging the ipg. The patient underwent a procedure wherein the ipg and the leads were replaced. Device malfunction was suspected. The patient was doing well post operatively.